Event description:
It was reported that the patient asked his dr. To have his inflatable penile prosthesis (ipp) removed and remeasure due to he thought it was too small. The 18 cm implant was replaced with 21 cm cylinders, utilizing the original 1 cm rear tip extenders. Only the cylinders were removed and replaced. There were no device issues. There were no further complications in relation to this event.